Event description:
It was reported that the bulb on the lightsource burned out. It was further reported that there were no error messages.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.